Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: 24 hours (during the procedure). It was reported that during the procedure and after xact stent deployment in the left internal/common carotid artery on (B) (6) 2007, the pt experienced 18 seconds of right sided hemiparesis. The procedure was completed successfully and the pt was without neurological deficits. The morning following the procedure, the pt was noted to have right quadrantanopsia. CT scan was negative; however, neurological exam revealed changes from baseline. The loss in visual field was diagnosed as a stroke. The pt presented to the ER on (B) (6) 2007 with ongoing complaint of paresthesias possibly related to allergic reaction to zithromax. Zithromax was discontinued, however, paresthesias remained at (B) (6) 2007 ER visit, on (B) (6) 2007 office visit and on (B) (6) 2010 office visit. However, examination on (B) (6) 2010 revealed no stroke or tia-like symptoms. Carotid duplex showed left carotid stent is widely patent and unchanged. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4): there was no device malfunction reported. Visual disturbances and stroke are known potential adverse events associated with the use of carotid stents as stated in the xact instructions for use (IFU). Xact catheters are 100% inspected for any anomalies prior to being packaged. A review of the lot history records associated with this incident revealed that the device met the acceptance criteria. At the final pack visual inspection and check list, all parameters passed 100% inspections.